Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. The transmitter has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Data was evaluated and it confirmed the customer complaint, as well as a failed transmitter error. The reported event of pairing failed was confirmed. The root cause was determined to be a failed transmitter error.

Manufacturer narrative:
(B)(4).

Event description:
The reported event of pairing failed was not confirmed. The root cause could not be determined.